Manufacturer narrative:
Summary of evaluation: the info provided and the examination results suggest that this event is associated insufficient cortical support for the device.

Event description:
The patella was revised due to pt pain and loosening. Revision surgery revealed that one of the three pegs had shearedoff the patella.